Event description:
It was reported that the keypad required several hard presses to activate a response. The pt reported he does not expose the pump to water.

Manufacturer narrative:
The pump was returned to animas for eval. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.